Event description:
This case was initially received via regulatory authority ((B)(6) reference number: (B)(4)) on 02-feb-2022. This spontaneous case was reported by a consumer and describes the occurrence of back pain ('lumbar pains') in a (B)(6) female patient who had essure (batch no. C55829) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2016, the patient experienced back pain (seriousness criteria medically significant and intervention required), alopecia ("hair loss"), neck pain ("neck pains"), disturbance in attention ("difficulty concentrating"), fatigue ("severe fatigue"), nausea ("nausea"), pain in jaw ("upper jaw pains") and vertigo ("vertigo"), 1 year after insertion of essure. The patient was treated with surgery (essure removal scheduled for (B)(6) 2022). At the time of the report, the back pain, alopecia, neck pain, disturbance in attention, fatigue, nausea, pain in jaw and vertigo outcome was unknown. The reporter provided no causality assessment for alopecia, back pain, disturbance in attention, fatigue, nausea, neck pain, pain in jaw and vertigo with essure. The reporter commented: events started one year after essure insertion. Surgical intervention scheduled for (B)(6) 2022 as necessary to remove the contraceptive implant . Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6). We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 02-feb-2022. The most recent information was received on 18-feb-2022. This spontaneous case was reported by a consumer and describes the occurrence of back pain ('lumbar pains') in a 45-year-old female patient who had essure (batch no. C55829) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2016, the patient experienced back pain (seriousness criteria medically significant and intervention required), alopecia ("hair loss"), neck pain ("neck pains"), disturbance in attention ("difficulty concentrating"), fatigue ("severe fatigue"), nausea ("nausea"), pain in jaw ("upper jaw pains") and vertigo ("vertigo"), 1 year after insertion of essure. The patient was treated with surgery (essure removal scheduled for (B)(6) 2022). At the time of the report, the back pain, alopecia, neck pain, disturbance in attention, fatigue, nausea, pain in jaw and vertigo outcome was unknown. The reporter provided no causality assessment for alopecia, back pain, disturbance in attention, fatigue, nausea, neck pain, pain in jaw and vertigo with essure. The reporter commented: events started one year after essure insertion. Surgical intervention scheduled for (B)(6) 2022 as necessary to remove the contraceptive implant. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 63 kgs. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 18-feb-2022: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.